Manufacturer narrative:
Device received with critical pump error due to moisture damage electronics. Unable to performed download due to moisture damage. Unable to performed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump error. Device received with moisture damage noted on motor, vibrator motor or battery tube assembly. Device received with fading serial number label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia with the blood glucose level was 425mg/dl also the insulin pump received a critical pump error. The insulin pump had an open book image on the screen. No other errors were received. The device will be returned for analysis.